Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem and lot number, expiration date, and unique identifier (UDI) # (d4), in section d- suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced cerebral infarction. During a concomitant procedure, a farawave cath was selected for use. During an MRI examination at another hospital on october 29th, the subject was diagnosed with a cerebral infarction. When the subject was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. The device is not expected to be returned for analysis. It was further reported that the procedure date was (B)(6) 2025.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced cerebral infarction. During a clinical concomitant procedure, a farawave catheter was selected for use. During an MRI examination at another hospital on (B)(6) the subject was diagnosed with a cerebral infarction. When the subject was admitted to the respiratory medicine department for further examination, warfarin was replaced with heparin and prothrombin time was decreased. The device is not expected to be returned for analysis.